Event description:
It was reported that prior to a sigmoidectomy, the clip was ejected. There were no adverse consequences to the pt because this incident happened before it was used on the pt. Another device was used to complete the case.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time.